Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the log files could not confirm the reported pump stops. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. Intermittent com_a_fault and com_b_fault flags were captured on (B)(6) 2024. These faults did not last long enough to result in audible alarms. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU and section 5 of the patient handbook address system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic due to sporadic system controller alarms with no correlating screen displays. Interrogation revealed 16 pump stops. The log file captured a few isolated comm a and comm b fault flags on 07dec2025 and 08dec2024 that did not cause any visible or audible alarms.